Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging particles in tubing or chamber, water tank, filter getting dark and also alleged nausea, chest pain, tired. There was no report of permanent or serious patient harm or injury. The device was returned and the manufacturer observed the unit passed final test during device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing or chamber, water tank, filter getting dark and also alleged nausea, chest pain, tired. There was no report of permanent or serious patient harm or injury. The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.